Event description:
It was reported that there was broken glass on the programmer screen. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Overlay to the screen is broken. Programmer artifact detection test is out of specification.